Event description:
Healthcare professional reported the valve was removed and was found to have thrombus on all cusps. It was reported that the valve shows high calcification of the sinus of valsalva. A gradient of 100 mmhg at rest was also noted. Surgeon would like to know if it was mistake in implantation or if it is a problem wtih the valve.